Event description:
It was reported that the suture broke. During a drainage procedure, the physician was using an apdl/8 flexima drainage catheter. In the attempt of locking the pigtail, the physician gave a gentle pull when the suture broke. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: over 18 years (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the visual inspection of the returned device revealed that the flexible cannula loaded inside the catheter. Also, the suture was received broken. The flexible cannula was retired from the catheter and residues were found on the flexible cannula. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the suture broke. During a drainage procedure, the physician was using an apdl/8 flexima drainage catheter. In the attempt of locking the pigtail, the physician gave a gentle pull when the suture broke. The procedure was completed with another of the same device. There were no patient complications reported.